Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 the patient experienced the previous sensor information in the device instead of the current information. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.